Event description:
Boston scientific received information that during a procedure to implant this cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc right ventricular (rv) defibrillation lead, a high out of range shock impedance measurement was received. After several attempts to re-insert the terminal pin of the rv lead into the header, an acceptable shock impedance measurement of 74 ohms was received. The patient was fine and no adverse patient effects occurred during the procedure. All products were implanted and remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.